Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, the patient required a shock back to their rhythm. The outcome of this case is unknown. No further information is available. No further patient complications have been reported as a result of this event.